Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial channel oversensing of ventricular signals, observed on a rythmiq stored episode. Technical services (ts) provided a review of the episode and confirmed there was oversensing of ventricular signals and also noted that the patient had small atrial fibrillation waves. Additionally, there were two stored signal artifact monitoring (sam) episodes which led to the minute ventilation (mv) feature being turned off. Ts discussed programming options including adjusting right atrial (ra) sensitivity and switching off rhytmiq. This ICD remains in service. No adverse patient effects were reported.